Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On 2/aug/2021, a patient contact reported to fresenius technical services this (B)(6)-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following a cerebrovascular accident (cva) at home. The cause of the patient¿s cva was attributed to comorbidities that were unrelated to pd therapy. The patient¿s cva occurred at 5:30 am cst and it was stated the patient was more than likely connected to the cycler at the time of this event. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of this admission. The patient was transferred to a rehabilitation facility on (B)(6) 2021 where he continued ccpd therapy on a rehabilitation facility provided liberty cycler until the patient¿s discharge to home on (B)(6) 2021. It was confirmed the patient¿s cva, the associated hospitalization and rehabilitation facility admission were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021, a patient contact reported to fresenius technical services this 67-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following a cerebrovascular accident (cva) at home. The cause of the patient¿s cva was attributed to comorbidities that were unrelated to pd therapy. The patient¿s cva occurred at 5:30 am cst and it was stated the patient was more than likely connected to the cycler at the time of this event. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of this admission. The patient was transferred to a rehabilitation facility on (B)(6) 2021 where he continued ccpd therapy on a rehabilitation facility provided liberty cycler until the patient¿s discharge to home on (B)(6) 2021. It was confirmed the patient¿s cva, the associated hospitalization and rehabilitation facility admission were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge.